Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 06-aug-2018. Review of the pump history confirmed call service alarm 064-0008 recorded. On investigation, the pump alarmed with a call service 078-0008 alarm, which prevented the remainder of the investigation. Investigation duplicated the call service alarm issue. Moisture was visible behind the display lens and the pump was cracked. Moisture damage was found inside the pump on the printed circuit board. Investigation duplicated the complaint; call service alarm due to moisture damage inside the pump.